Manufacturer narrative:
Regarding this report, hoya device will not be returned for evaluation. Internal reference: (B)(4).

Event description:
The consumer reported having cataract surgery, and the afternoon after the surgery the surgeon looked at this eye and reportedly said the lens is not positioned properly. The consumer was referred to another doctor to have the lens repositioned. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Based on additional information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable. Hoya device will not be returned for evaluation. Internal reference: (B)(4).

Event description:
The consumer alleged first that the doctor attributed his visual issues to a faulty lens. The consumer then went to a retinal specialist and this doctor told him he had a retinal tear and it was not the fault of the lens. He had the tear repaired and is seeing better. The consumer was in a car accident 25 years ago and the eye was injured so he might have had the retinal tear since then. Based on this additional information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.